Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The cutting edges of the devices were damaged/ dull, rendering the devices inoperable. The devices were manufactured in 2006 and 2007 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The clinical/ medical team concluded that without the requested supporting clinical documents a thorough medical investigation cannot be rendered. However, the visual inspection of the returned devices confirmed the stated failure mode. Should any additional relevant clinical information be provided this complaint will be re-assessed. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that dr split tibia, questioning if the tibia punches were so dull that caused the injury. Backup was available. Is unknown if a delay occurred during the surgery.